Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported not receiving adequate coverage. Disconnected electrodes were identified. A lead revision was performed. Desired coverage was achieved, and the patient was programmed into closed loop therapy.

Manufacturer narrative:
Additional information : section g - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The leads were returned for analysis. Both leads passed all impedance testing, and no disconnected electrodes were noted at any point during analysis. One lead was observed to be damaged resulting in an electrical isolation failure which is unrelated to the reported disconnections. The second lead exhibited evidence of impact from a set screw which may be due to under-insertion of the lead into the closed loop stimulator header which can cause the reported the reported disconnected electrodes. However, the cause of the impedance issues as reported was not conclusively determined. The manufacturing records specified above were reviewed. Product met all requirements for release with no anomalies identified.